Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report that the device unexpectedly shutdown was not confirmed during the investigation. The issue could not be further investigated or tested, as no device was received for investigation. The inspection could not be performed as no device was returned for investigation. Testing could not be performed as no device was returned for investigation. A review of the suspect event and error logs could not be performed as no devices were returned and no logs were provided to bd. Per bd alaris system with guardrails suite mx v12.3.1 user manual, to ensure that the bd alaris system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported unexpected shutdown was not determined since no devices or logs were returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an unexpected shutdown of a pca pump infusing dilaudid. The devices was removed and a new device was setup and the infusion restarted. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an unexpected shutdown of a pca pump infusing dilaudid. The devices was removed and a new device was setup and the infusion restarted. This was reported to bd representatives during their site visit. There was patient involvement but no harm.